Manufacturer narrative:
The device was returned to olympus for. The evaluation uncovered the connector was damaged and not recognizing the endoscope causing a b30 error and a non-original olympus lamp and with more than 500 operating hours. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, all processor lights turn on and blink when using the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged connector could not be identified. Olympus will continue to monitor field performance for this device.